Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no power going to the device due to a faulty power supply. The unit was tested with a known-good power supply unit and was functioning properly without any issue. Additionally, the lamp life meter was only reading at 94 hours, with a light output that measured within range. The main power switch is up to date. The fan is functioning properly, and the air pressure tested within range as well. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was failing to power up during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the power failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty power unit. The cause of the fault was unknown. Olympus will continue to monitor field performance for this device.